Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 408 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the insulin pump. Customer declined to troubleshoot for high blood glucose value. Customer stated that they received insulin flow block alarm. Advised to reinsert reservoir and run fill tubing until at least 5.0u and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the fill tubing. The insulin pump will not be returned for analysis.